Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage. Customer?s reported issue was duplicated during syringe test. The root cause of the reported issues was determined that the issue was caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced barrel clamp slide. Performed syringe test and all functional tests which passed.

Event description:
It was reported that device will not recognize syringe size. No patient injury reported.